Event description:
Customer reported a recurring malfunction with the pump, identified by malfunction code malf 12, with at least three occurrences noted but did not report any significant events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump and instructed the customer on how to return the faulty pump, which was still under warranty, using a pre-paid label via ups.